Event description:
The customer reported that the insulin pump alarmed failed battery test. Customer stated that when he gives bolus the insulin will stop. Troubleshooting was done. Customer's blood glucose was 247 mg/dl. During the troubleshooting the insulin pump did not alarm failed battery test. Advised the customer that battery cap would be replaced. The customer will monitor the insulin pump and will call back if issues persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)